Manufacturer narrative:
Based on the provided data, the cause of the event could not be determined. The issue has been resolved after replacement of the tubing and electrodes.

Manufacturer narrative:
Quality controls were within range. The field service engineer exchanged the electrode gripping lever and shortened a pump hose that was too long. Air bubbles were removed from the sodium electrode. 4 days after these service actions, further patient sample discrepancies were observed. No specific patient data was provided. The engineer returned and replaced the pump tubing and sodium and potassium electrodes. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable results for an unspecified number of patient samples tested with ise sodium electrode on a cobas c 111. The reporter provided data for one patient sample with a discrepant sodium result. No incorrect results were reported outside of the laboratory. The sample initially resulted with a sodium result of 142 mmol/l, which repeated as 157 mmol/l. No adverse events were alleged to have occurred with the patient.